Manufacturer narrative:
Correction: type of investigation, investigation findings, conclusion updated to reflect the product was not returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter has no power. Upon investigation, the cause of the problem was determined to be burnt prongs. The transmitter was unable to power successfully. The transmitter will be replaced. No patient symptoms were reported.